Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer two was failed. A field service engineer (fse) had replaced the drawer controller board to resolve the issue of the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2 was failed and not detected on bus. The customer stated that this malfunction caused a delay to the patient care, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.